Event description:
New information received notes the event date, facility, and physician involved in the event.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a system implant. During the procedure, the physician was unable to remove the guidewire from the right ventricular lead and the helix would not retract. The lead was removed and replaced. The patient was in stable condition.